Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and suture was used. The patient reports an allergic reaction with redness, inflammation, itching, and small blisters. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.